Manufacturer narrative:
(B)(4):previous report indicated an evaluation result code=209 for the returned meter. Correct evaluation result code should be=637 with an evaluation conclusion code=71. Investigation confirmed the alleged error message in the meter's error log; however, the error message was not reproducible during testing.

Manufacturer narrative:
(B)(4): the meter was evaluated with control solution and no error message was observed. Pa was unable to reproduce the alleged error 4 message.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the healthcare professional/ reporter contacted lifescan (lfs) in (B)(4) alleging the onetouch verio iq meter was displaying an unknown error message. The reporter did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the meter was displaying an unknown error message. There is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.